Event description:
It was reported that a patient underwent an open reduction and internal fixation of left fibula fracture procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the suture broke during knotting in open reduction and internal fixation of left fibula fracture surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. This event caused the surgery time to be prolonged. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? All answers above are unobtainable. Once there is any update, we will update the information. MFR retained sample investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device history records reviewed, and no issue found. The manufacturing date is [2021/06/29] and expiration date is [2026/05/31]. Events reported via: 2210968-2022-05375.